Manufacturer narrative:
Date of event, implant date: dates estimated. The UDI number is not known as the part and lot number were not provided. The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report prolonged hospitalization and death. It was reported through social media that a mitraclip procedure was performed, and a clip was implanted. However, on a unknown date, the patient was transferred to the intensive care unit (ICU) and died due to an unspecified reason. It is unknown at this time if the mitraclip procedure is related to the patient death. No other information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record could not be performed as the part/lot information regarding the complaint device was not provided. Based on the limited information provided, a cause for the reported death cannot be determined. However, death is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. The reported hospitalization was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
N/a.